Event description:
Per documentation from start right, customer had high blood glucose of 400 mg/dl. It was documented that cannula came out of site causing infusion set to leak and customer was not aware. Customer will have infusion set replaced and will call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.